Manufacturer narrative:
Date of event: tuncel, m., halici, m., kabak, s., avsarogullari, l. And karaoglu, s. (2003). Non-union of fractures of clavicle. Erciyes medical journal, 25, 193-199. This report is for an unknown synthes lc-dcp system / unknown quantity / unknown lot. Additional device code: hwc. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, tuncel, m., halici, m., kabak, s., avsarogullari, l. And karaoglu, s. (2003). Non-union of fractures of clavicle. Erciyes medical journal, 25, 193-199. The authors conducted a retrospective study to compare the results of the techniques of dynamic compression plating (dcp) or low-contact dynamic compression plaques (lc-dcp) applied to patients for internal fixation and bone grafting of non-union of the clavicle. From august 1990 to march 1999, ununited fracture of the clavicle were treated with 3.5mm association for osteosynthesis (ao) dcp (15 adults) or synthes titanium 3.5mm lc-dcp (19 adults). The patients treated with dcp ranged in age from 19 to 66 years (mean 39 years), with a male to female ratio of 4 to1. The patients treated with lc-dcp ranged in age from 22 to 66 years (mean 42 years), with a male to female ratio of 3 to1. Post-operatively, patients were evaluated both clinically and radiologically. At final follow-up, thirteen patients comprised the ao dcp group and 16 comprised the lc-dcp group. The average follow-up period of the cases treated with dcp was 6.2 years (mean 2 -10 years) and that of the cases treated with lc-dcp was 3.4 years (mean 2 - 6 years). Serious injury results included a (B)(6) patient with clavicular non-union treated with lc-dcp which was subsequently removed due to cosmesis. This is report 4 of 5 for (B)(4). This report is for an unknown synthes lc-dcp system.